Manufacturer narrative:
Device evaluation: product evaluation found the lens returned in liquid in a specimen cup. Visual inspection found the haptic torn. (B)(4).

Manufacturer narrative:
The reporter indicated the problem was not resolved after explantation of the lens. The patient continued to have intraocular pressure (iop) increase post explant of lens. At one week post-op, the patient underwent ahmed valve shunt insertion for iop, with glaucoma specialist. (B)(4).

Manufacturer narrative:
(B)(4). Work order search: one similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm micl13.2 implantable collamer lens, -12.5 diopter, in the patient's right eye (od) on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to excessive vaulting, elevated intraocular pressure, pupillary block, narrowing of the angle and shallowing of the anterior chamber. The patient experienced blurry vision and corneal edema. The reporter indicated multiple paracentisis performed and the peripheral iridectomies were redone. The patient was prescribed medication. The lens was not exchanged for another lens. The patients post-op condition is - trace k edema, 1+ cells with shallow anterior chamber, dilated pupil with corneal iris touch peripherally, and best-corrected visual acuity 20/200. The reporter indicated the cause of the event was unknown.